Manufacturer narrative:
The hvad is used for treatment not diagnosis. Patient was found with both power sources disconnected and unconscious. It was stated that the patient has apparently sustained permanent neurological deficit. Patient was found with both power sources disconnected and unconscious. It was stated that the patient has apparently sustained permanent neurological deficit. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications prior to release. The controller was not returned to manufacturer for analysis. Review of controller log files revealed a controller power-up and motor start event on the event date. However the root cause cannot be conclusively determined because the unit was never returned to manufacturer for analysis. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Patient was found with both power sources disconnected and unconscious. It was stated that the patient has apparently sustained permanent neurological deficit. Log files were submitted on november 20, 2012 for analysis, showed multiple disconnects. Power reconnected and patient transferred to hospital. Manufacturer representative visited the patient in the hospital and listened to the controller in the presence of the local representative and treating physician. A high power alarm was simulated and found to be working okay. Physician then elected to disconnect driveline (was warned about the possible consequences) to listen to the alarm. All present agreed that the alarm was clearly audible. It was stated that the patient has been trained and reinstructed on the use of device handling and switching of power sources. Patient was said to have been unconscious and ventilated when last visited.